Manufacturer narrative:
This report is related to report # 3007635982-2023-00267. The 29x10 palmaz genesis opta pro was attempted to be inserted through a non-cordis 7f sheath. Upon insertion the stent slipped from the delivery system (outside the body). The stent was unable to be used. A second 19x10 palmaz genesis opta pro was inserted into the sheath. The stent moved slightly but was able to be delivered. The metal insertion tube was not used on the first stent but was used on the second. There was no reported injury to the patient. Ultrasound guidance was used during access. The target vessel was the left common carotid artery. The device was stored and opened per the instructions for use (IFU). There were no anomalies noted to either device prior to use. They were prepped per the IFU without difficulty. The stent was not manipulated during prep on either device. The stents were properly mounted on the system when inspected prior to use. The balloons were not inflated or partially inflated prior to inserting into the patient. Negative pressure was not applied to either system. Unusual force was not used at any time during the procedure. There was no difficulty crossing the lesion with the 20x10 (second stent). The product was not returned for analysis. A product history record (phr) review of lot 82228154 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent- dislodged¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by stent crimp marks noted on the outer surface during analysis. The reported ¿stent loose crimp¿ was not confirmed as the device was not returned for analysis. According to the precautions in the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. The safety and effectiveness of the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system for use in the vascular system have not been established.¿ this is considered off label usage when used in the vascular system. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 29x10 palmaz genesis opta pro was attempted to be inserted through a non-cordis 7f sheath. Upon insertion the stent slipped from the delivery system (outside the body). The stent was unable to be used. A second 19x10 palmaz genesis opta pro was inserted into the sheath. The stent moved slightly but was able to be delivered. The metal insertion tube was not used on the first stent but was used on the second. There was no reported injury to the patient. Ultrasound guidance was used during access. The target vessel was the left common carotid artery. The device was stored and opened per the instructions for use (IFU). There were no anomalies noted to either device prior to use. They were prepped per the IFU without difficulty. The stent was not manipulated during prep on either device. The stents were properly mounted on the system when inspected prior to use. The balloons were not inflated or partially inflated prior to inserting into the patient. Negative pressure was not applied to either system. Unusual force was not used at any time during the procedure. There was no difficulty crossing the lesion with the 20x10 (second stent). The 10x29 palmaz will be returned for evaluation.

Event description:
As reported, the 29x10 palmaz genesis opta pro was attempted to be inserted through a non-cordis 7f sheath. Upon insertion the stent slipped from the delivery system (outside the body). The stent was unable to be used. A second 19x10 palmaz genesis opta pro was inserted into the sheath. The stent moved slightly but was able to be delivered. The metal insertion tube was not used on the first stent but was used on the second. There was no reported injury to the patient. Ultrasound guidance was used during access. The target vessel was the left common carotid artery. The device was stored and opened per the instructions for use (IFU). There were no anomalies noted to either device prior to use. They were prepped per the IFU without difficulty. The stent was not manipulated during prep on either device. The stents were properly mounted on the system when inspected prior to use. The balloons were not inflated or partially inflated prior to inserting into the patient. Negative pressure was not applied to either system. Unusual force was not used at any time during the procedure. There was no difficulty crossing the lesion with the 20x10 (second stent). The 10x29 palmaz will be returned for evaluation.

Manufacturer narrative:
This report is related to report # 3007635982-2023-00267. A review of the manufacturing documentation associated with lot 82228154 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.